Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a beep anomaly. Customer stated that insulin pump was in pool and started beeping. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display, flashing display, or audio alarms due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was received with scratched case, pillowing keypad overlay, serial number label fading, case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads.